Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the patient's permanent scs implant procedure, the patient experienced a drop in heart rate and oxygen saturation levels while the physician was implanting the scs lead. As a result, the physician abandoned the procedure after clearing the blood in the epidural space. The patient was reportedly doing fine the following day. Per the manufacturer's database, the patient underwent a successful implant on (B)(6) 2015.